Event description:
It was reported that a skin irritation causing pain, warmth and bumpy texture of the site that appeared to be spreading had occurred while wearing the pod longer than 48 hours. The patient went to urgent care to see what was going on and was diagnosed with cellulitis. The patient was prescribed with cefalexin 500mg, 4x daily for 5 days. The pod was removed 2-3 days after the symptoms came. The patient was able to activated a new pod. The old pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. We are also unable to determine if any product condition could have contributed to the urgent care visit.